Manufacturer narrative:
The incident was evaluated by the sanxin adverse event monitoring team. The retention sample of the incident product (lot no. 20220815) was tested and the product met the standard requirements. The device history record(DHR) for this batch was reviewed and the manufacturing process met the requirements of the approved device master record(dmr). No cause of the event product failure was found.

Event description:
On (B)(6) 2023, a fresenius clinic manager emailed a product intake form to fresenius product complaints. The clinic manager reported the luer lock on the syringes will aspirate air instead of product or blood when pulling the plunger back on sanxin 10 ml syringes lot # 20220815.